Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer, 1.2 had failed to stay closed and none of the pockets being detected on bus. A field service engineer shut down the station, and the controller board was replaced, and the station was powered on. The customer recovered the drawer, and diagnostics were performed. The drawer opened, pockets were ejected and reinserted, and all tests passed with no errors. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had drawer and cubies failed and unable to recover. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A supplemental MDR was filed to correct the device manufacture date.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had drawer and cubies failed and unable to recover. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.